Event description:
It was reported that the measured high impedance, loss of capture, and unacceptable thresholds. The lead was tested through the analyzer, and measurements were normal. The device was explanted and replaced. There were no patient complications as a result of this event. It was reported that the physician was going in for a lead revision due to high impedance readings, loss of capture, and a suspected fracture. The lead was measured through the analyzer and was within normal limits. The device was replaced and the lead impedance and pacing thresholds were within normal limits again. Additional information received indicated the patient's husband called to report the pacemaker was "defective." There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing using an is-1 lead revealed an intermittent ventricular output when stress was put on the lead. Ventricular rtt(real time telemetry) lead impedance would fluctuate when lead was stressed. The high impedance condition was the result of a misshapen ventricle multi beam connector not making continuous contact with an is-1 lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing using an is-1 lead revealed an intermittent ventricular output when stress was put on the lead. Ventricular rtt (real time telemetry) lead impedance would fluctuate when lead was stressed. The high impedance condition was the result of a misshapen ventricle multi beam connector not making continuous contact with an is-1 lead.

Event description:
It was reported that the physician was going in for a lead revision due to high impedance readings, loss of capture, and a suspected fracture. The lead was measured through the analyzer and was within normal limits. The device was replaced and the lead impedance and pacing thresholds were within normal limits again. There were no patient complications as a result of this event. The patient's husband called to report the pm was "defective." An attorney further alleged the pacemaker is "faulty" and alleged patient injury of swelling of both legs and feet, inability to walk, pain, and physical disability.

Event description:
It was reported that the measured high impedance, loss of capture, and unacceptable thresholds. The lead was tested through the analyzer, and measurements were normal. The device was explanted and replaced. There were no patient complications as a result of this event.